Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time the events of "completely swollen right side of face up to lower lid¿ and ¿strongly swollen granuloma in the lower lip left¿, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: contra-indications: "juvéderm® volift¿ with lidocaine must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes, etc.). Juvéderm® volift¿ with lidocaine should not be used simultaneously with laser treatment, deep chemical peels or dermabrasion. For surface peels, it is recommended not to inject the product if the inflammatory reaction generated is significant." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment." Method of use - posology. "Do not overcorrect as injection of an excessive volume can be at the origin of some side effects such as tissue necrosis and oedema."

Event description:
Healthcare professional reported patient was injected to the nasolabial with 1 syringe of juvéderm® volift¿ with lidocaine. Five and a half weeks later patient was injected to the corners of the mouth and creases of the lower lip with 1 syringe of juvéderm® volift¿ with lidocaine. Two weeks later patient developed encapsulations at the injection sites, generalized swelling of the right side of the face (up to the eye), and encapsulated and strongly swollen granuloma of 3 injection points in the lower left lip. Patient was prescribed ¿high dose therapy¿ with clarithromycin and prednisone and symptoms resolved. Patient was taking xarelto at the time of injection. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00402 ((B)(4)). This MDR is being submitted for the first injection of juvéderm® volift¿ with lidocaine.